Event description:
It was reported that before opening the package, the customer noticed that the package and flange has an inner diameter indication of 8.0 mm, but the pilot balloon display is 9.0 mm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). D4 (UDI) is unknown. No product information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions with its original closed packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, the package and the flange indicate an 8.0 mm product but the pilot balloon is printed with 9.0 mm. The root cause was related to the manufacturing process. As a preventive action re-training in the procedure was performed to the production personnel by the quality engineer in order to reinforce the visual inspection.